Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision did not improve, and he was "not seeing well." Additional information was received from the consumer, who reported that the surgeon ruled out eye disease, informed him that the lens did not cause the event, but did not know the cause of the event, and that she would exchange the lens if he wanted to. The consumer stated that he has opted not to have an additional surgery, and is satisfied with his vision, as it is "considerable better than before having the cataract removed." Additional information has been requested from the surgeon.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 09/10/2012 and 09/20/2012 by phone, fax and mail. (B)(4).